Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. However, 2 photos of the reported condition were attached with the complaint. The photos were evaluated for the reported condition and clearly showed redness at the site of application. The device history record (DHR) was reviewed for lot # 140001618362x and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. In addition, the original testing results of the phmb content were reviewed. The passing results had no areas of concern and met all specifications. A possible root cause is that the customer had sensitivity to phmb (polyhexamethylbiguanide) in the dressing. Traditionally silver nitrate (agno3) is used in these types of dressings, but as children are allergic to silver nitrate, covidien uses phmb which is safe for children to use. We occasionally see cases where adults show sensitivity to phmb. This issue will be reviewed during the monthly report for the factory. There have been no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an amd foam dressing. The customer states that after putting a tracheostomy dressing on, redness and skin allergy appeared around the site of the insertion of the tracheostomy tube. Fusiderm 2% was used as a result.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently underway. Upon completion, the results will be forwarded.